Event description:
It was reported that when the patient checked her stimulator with her patient programmer, the device was off. The patient was in a hospital environment and it was felt that the magnetic reed switch inside the device was likely being tripped by electro-magnetic interference. No patient symptoms, treatment, or outcome was reported. Additional information has been requested, but was not available as of the date of this report. Reference MFR report #3004209178-2008-06970.

Manufacturer narrative:
It was not reported which of the patient's stimulators was turning off, or if the event was bilateral in nature.